Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 24-jul-2023.the device evaluation was completed on 31-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 600 cc of fluid was removed. The patient was reported to be in stable condition. No specific comments about the possible cause were offered by the physician. The caller stated there were some longer than needed ablation times during the procedure, but given the location being a thick area, it was fine. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.